Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. While it should be noted that the mr ultimately remained unchanged as a result of the procedure, the reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported slda appears to be related to patient morphology/pathology and due to the large flail. The reported patient effect of unchanged mr was likely due to patient/procedural conditions and due to the slda clip. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip was implanted, reducing the mr to trace; however, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). A second clip was attempted to be placed for stabilization; however, grasping was difficult due to shadowing of the first clip and the leaflet anatomy. The second clip could not be implanted and the mr was unchanged. There was no clinically significant delay in the procedure. No additional information was provided.